Event description:
Sorin group received a report that air was being entrained through the hydrophobic valve of the sorin vanguard system during priming. There was no patient involvement.

Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the sorin biomedica smarxt bcd vanguard surface modified cardioplegia system. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group received a report that air was being entrained through the hydrophobic valve of the sorin vanguard system during priming. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.